Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the device failed continuity testing due to a broken trace at the rd connector; causing an open connection on the detector circuit. When tested with known good lab equipment a "sensor off patient" error message was displayed.

Event description:
The customer reported that these devices are either not lighting at all, or intermittently losing signal. No patient incident reported, and will intermittently engage in monitoring.